Manufacturer narrative:
Device evaluation- two devices were returned; one used and one unused. The used device could not be primed so could not be subjected to further testing. The unused device was given functional and delivery testing and found to meet with specifications. No device problems could be verified.' The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures.

Manufacturer narrative:
Device evaluation- two devices were returned; one used and one unused. The used device could not be primed so could not be subjected to further testing. The unused device was given functional and delivery testing and found to meet with specifications. No device problems could be verified. ' the manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures.

Event description:
Information was received that air is leaking into system after being primed-air rushing into the line through the filter when held above the rest of the tubing and bag. Saline hydration bags delivered (already spiked and primed with tubing) had a significant amount of air in the bags and tubing. No patient injury.